Event description:
It was reported that the patient presented remotely via merlin net. Upon review of transmission, it was found that right atrial (ra) lead exhibited inappropriate automatic mode switch due to noise over-sensing. It was also found that the ra lead exhibited failure to sense and loss of capture. No intervention was performed. Patient condition was stable, and the patient would continue to be monitored.